Event description:
Pt reported that back to back tests performed on pt's surestep meter (within 5 min. Of each other using separate finger sticks) were 136 and 206 mg/dl (41% difference). No symptoms were reported. Pt was educated on sov (series of variation) and the importance of cleaning and using control solution. There was no allegation of harm.